Event description:
It was reported that the customer experienced a blank screen on their insulin pump. The customer was unable to use the insulin pump. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a test battery cap, the insulin pump had normal operating currents and no blank display noted. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.